Manufacturer narrative:
(B)(4). Date of explant: 2013. Therapy date: 2013, unknown tibial tray, unknown femoral component. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-02165.

Event description:
It was reported the patient underwent initial knee arthroplasty on an unknown date. Subsequently the patient was revised due to unknown reasons. The patient noted aching in the knee. Attempts have been made and no further information has been provided.